Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise. It was also noted that the lead had low impedance values on (B)(6) 2018. The lead was reprogrammed to resolve this issue. No patient symptom was reported and the patient would continue to be monitored.